Event description:
It was reported that the implant didn't disengaged the mount during the clinical proceeding. A driver fractured trying to separate the mount from the implant and another bent. Implant was removed. Proceeding was fully completed with another driver and implant. This report refers to fractured driver event.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product: tsvb10, impl tapered scr-v sbm 3.7mm 3.5mm 10mm, lot: 1284747. Hx1.25d, drill 1.25mm hex sst.